Event description:
The customer reported to olympus, the video system center displayed error code b30. The socket keeps having b30 errors no matter what scope is plugged in. The issue was found at preparation for use. The egd and ercp diagnostic procedures were completed with the same device. There were no reports of patient harm. Related complaint identifier: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the allegation was confirmed. In addition to the b5 findings, there was a fuzzy live image specifically where the live image feed shows. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding added. Additionally, the following corrections: b5 the definition of the procedure acronyms were omitted in error. Esophagogastroduodenoscopy (egd) and endoscopic retrograde cholangiopancreatography (ercp) procedure. D9 corrected to no. E2 and e3 corrected to reflect non-healthcare professional. H3 corrected to no, not returned to manufacturer selected. H10 - it was initially stated that the device was returned to olympus for evaluation and the allegation was confirmed. Correction: the device was not returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, as the device was not returned for evaluation, root cause could not be identified. Olympus will continue to monitor field performance for this device. This complaint is related to MFR 00990 (1/2).